Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seal missing from upper back. The pump was servicing for the same issue as the expulsor was sanded down. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by the chassis base of the expulsor and occlusion sensor which possible cause the issue. Actions/repairs done to correct the reported issue: expulsor assembly was replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump failed accuracy by -15.1%. No patient involvement reported.